Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02659 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, the patient's system was explanted due to an infection at the lead and pocket site. The infection was treated with oral antibiotics prior to removal of the system. The patient is currently on intravenous antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. No visual anomaly was noted. The ipg successfully communicated with a lab patient programmer and was tested on the auto-tester and passed. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records or the device analysis. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.